Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the upper threads and screw head were stripped damaged, confirming the reported condition. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Furthermore, a complete functional test can not be performed with out mating device used; an issue with assembly can not be confirmed. As per event description, hexagonal driver was used, event though screw head recess is star shaped. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique se_814685 rev. Ae was reviewed and the following relevant statement was found at page 25: tibial nail advanced offers two different types of screws: 1. Locking screw standard im nail locking screw. 2. Low profile locking screw note: both types of screws have a threaded recess and can be securely attached to the screwdriver by using the retention pins. To do so, slide the retention pin through the back of the screwdriver until it stops. Further advance it by turning it clock-wise, until its tip extends out of the tip of the screwdriver. The 4 mm screws do not have a threaded recess for attaching to the screwdriver with retention pins. Engage the screwdriver in the recess of the locking screw and thread the retention pin into the screw¿s recess to lock the screw to the screwdriver. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the lockscr f/nails ø5 l 34 xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code: 04.045.034ts lot number:26155p7 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05 aug 2024 manufacturing site:jabil grenchen expiry date: 01jul2029 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent the orif surgery for atypical femoral fracture with the locking screw. The locking screw recess was stripped and had been unable to insert or pull out, during inserting the distal locking for tfna with the surelock. The surgeon held the screwhead with a pliers and took out. The other screw was opened and inserted with no problems. The surgery was completed successfully within 30mins delay. After the surgery, it was confirmed that the hex driver in the surelock was used for inserting the locking screw in question. The surgeon complained that it is complicated. No further information is available.